Event description:
Customer reported a cracked insulin pump that also has motor error alarms. Customer also mentioned that his insulin pump makes a popping noise when rewinding and priming the infusion set. The customer's blood glucose is 300 mg/dl. The customer can not recall how the issues occurred. The customer is advised to disconnect from his insulin pump and revert to his back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.